Event description:
A report was received that the patient's device has been messing with her bowels. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's bowel symptoms were not device related. The patient underwent an explant procedure. No further information will be provided to bsn. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient's device has been messing with her bowels. The patient will undergo an explant procedure.